Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. In this case, it was reported that the patient developed a valve thrombus resulting in right coronary thrombosis and expired. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the thrombosis remains indeterminable. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient presented with thrombus one (1) week after the implantation of a 25mm 11500a ispiris resilia valve. The thrombus was in the right coronary and there was no confirmation of valve thrombosis. As reported, the patient was on anti-coagulation therapy with aspirin for seven (7) days after the implant. The patient passed away on pod #7. As per medical opinion, the cause of the patient's death was hard to determine. The patient had normal right coronary previously. It could have been due to pacing issues or right coronary occlusion. Indication for replacement was aortic stenosis.

Event description:
Additional information was received: the valve was implanted in supra-annular position and a small root enlargement at the sinotubular junction was performed. There was presence of calcium around the right coronary sinus but not involving the ostium. There was objective evidence of coronary/myocardial ischemia as well as low cardiac output syndrome. As reported, the patient's chad vasc. Score was low.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation conclusions) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected section h6 (health effect - impact code).